Event description:
I implanted mentor smooth saline breast implants 2012. Since then I have had tremendous health issues listed 2014-2015. Constant vertigo, constant dizziness, super hyper thyroid-weight loss, night sweats, hip aches, lower back pain 2016+7, tumor on liver, shooting pains in my body, shooting pain into my head, back pain in between shoulders, tingling in right shoulder, hormonal inbalance, inflammation, water retention, adrenals, nigh sweat, trouble concentrating, memory fog, slurring words, weight gain, dizziness, headaches, ear ringing, tingling in fingers, hair falling out -hair texture change, hypo-thyroid, gut health, sibo, ebv, joint aches, pain in shoulders, chronic fatigue, food intolerances, constipation, bruising easily, high liver enzymes, gallbladder issues, very dark circles under eyes, depression, anxiety, burning pain left side lower rib area, burning pain under right breast-right always dual ache, tight pain in chest around rib cage, tested one marker for autoimmune, nausea-sometimes throwing up out of nowhere, weird bump on my right pinky hand, eye twitch randomly (sometimes for weeks), low tightens, heart flutters, shortness of breath, insomnia, acid reflex, heart burn, dry eyes, itchiness on abdomen, severe bloating, high homocysteine, high liver enzyme levels, high sex globulin levels, low protein in blood, high iron levels, low vit d, low dhea, low minerals, low copper, high memory, high lead, weakness in muscles, for a few months couldn't grip anything, muscles felt very soft even when flexed, decrease in strength, balance problems, inability, was infertile at one point, no period for 5 years-now irregular periods, abnormal pap smears, epigastric pain, pancreatitis, pancreatic exocrine insufficiency, normal aphasia, mthfr gene mutation, weird red bumps on thighs, but and back of arms, low libo, kidneys hurt, cold hands/feet/nose/butt, green, liquid coming out of left breast when I squeeze, divots in finger nails, jaw tightening, ears plugged, cognitive dysfunction, sinus pressure, constant runny nose, ear pressure, constant clearing throat, feeling of choking, sensitivity to noise, costochondritis as the years went on I became sicker. I have spent (B)(6) of $ on dr's, seen over 20 dr's in the past couple years, with each one telling me they are not sure what's wrong with me, until I found a md in (B)(6). Who asked about my implants. She tested me for heavy metals, sibo, thyroid and hormonal levels all which came back in dangerous zones. I am (B)(6) old in post menopausal range, found a tumor on my liver that came out of no where crazy high levels of mercury lead and others. I am a mother of two and some days I can't even get out of bed to take care of my children. I can feel my body being poisoned from the inside out. I explant this (B)(6) 2020 and am looking forward to have my life back implants are dangerous and even though I have saline they are still in a silicone bag. Practitioners all and acknowledge bill is real! All implants need to be reached until manufacturers can conduct proper test and we as women need to stop being used as their test dummies! Thousands of women are having all these problems and the common denominator seems to be breast implants. All types. The majority of women who get them out heal and their symptoms go away and these mothers, wives, sister, friends get their lives back! Please please help stop these toxic bags from getting placed into bodies. Manufactures have not done their part in testing as they are clearly toxic! I have had every test under the sun done. All my levels were off. I was told I could not have any babies because my hormones were diminishing, my liver enzymes are high ( I am very healthy eater/I workout, high heavy metals, hypo thyroid, autoimmune disease, sent to a cancer center at one point, artivitis out of no where. I'm only (B)(6)!!! I have too many test to enter in the options above. I would be happy to send over a pdf. FDA safety report ID# (B)(4).